Event description:
It was reported that a spectrum pump was alarming system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.